Event description:
Customer reported receiving inaccurate low readings. In blood glucose tests, customer received readings of 42 mg/dl (meter) and 258 (lab) within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.